Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 1500 mcg/ml at 288.5 mcg via an implantable pump for intractable spasticity. The patient reported that their pump had been going off today for about 6 hours every hour. Patient stated they called managing healthcare provider (hcp) and they could not be seen until thursday. The patient was redirected to their healthcare provider to further address the issue. The patient stated they were going to the emergency room (ER). Agent provided national answering service (nas) number for provider to request representative (rep) assistance. Additional information was received from the healthcare provider (hcp) reporting they requested to have a medtronic representative (rep) visit the hospital to check on patient's pump. The pump started audibly beeping overnight; patient tried contacting her managing physician but they were unable to see her. The issue was not resolved through troubleshooting. The hcp was redirected to the national answering service. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting patient had withdrawal symptoms. They interrogated pump and no alarms. The refill date was 06/06/2026. No actions/interventions were taken at the time of this report. It was unknown if the issue resolved. Additional information was received from the company representative (rep) reporting that the pump was not alarming. It was also reported that the cause of the withdrawal symptoms was not determined. They stated that they interrogated pump with no errors.